Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles in the reservoir may have caused her recent high blood glucose values. The patient's blood glucose at the time of incident was 246 mg/dl. The customer mentioned waking up with hyperglycemia; she cites the air bubbles as a possible cause. Troubleshooting was declined for the air bubbles anomaly. No products were returned or replaced.